Manufacturer narrative:
(B)(4). Based on new information received, the complaint no longer meets the criteria of a reportable event additional information received: ¿it was reported by the surgeon that the tissue pad tip was presenting melting signs due the clamp has touched a metal object during the surgery. It was a oncologic procedure where the surgery area was into a deep cavity and an often contact between the clamp and a metal object happened. During some moments it was also listened some noises from the generator, which signaled the failure of the clamp with the contact of the metallic object. The sales rep. Identified this noise during the procedure and he informed the surgeon about that and was at this moment when they realized that the tissue pad was melted and the device was not used anymore. The procedure was not affected and neither the patient suffered any injury. The tissue pad did not fall into the patient.¿

Manufacturer narrative:
(B)(4). Date sent: 01/20/2016. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the tissue pad detached (took off) from the device, preventing keep using the device. Unknown how case was completed. There were no adverse consequences for the patient. Unknown if the device will be returned.